Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was admitted as an inpatient due to low blood glucose. The customer's blood glucose was 52 mg/dl at the time of the incident. The customer's blood glucose was 69 mg/dl at the time of call. The customer's blood glucose was 22 mg/dl at the time of admission. The customer stated that he was admitted as an inpatient for medical treatment. The customer stated that they treated with food. The customer that he was unresponsive and his wife could not wake him up. The customer stated that his wife called paramedics and came to the house then gave him dextrose. The time of the hospitalization was 3am and the date of the hospitalization was 10/30/2015. The insulin pump will not be returned for analysis.